Event description:
On (B)(6) 2022, it was reported by a patient via phone that an ar-2653cl clavicle plate was explanted on (B)(6) 2020 due to an x-ray showing the device was broken. The ar-2653cl was originally implanted on (B)(6) 2019. An a new clavicle plate was implanted during the reported revision surgery.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Manufacturer narrative:
Complaint confirmed. Visual evaluation identified that the plate had fractured. However, without the return of the device, further investigation cannot be performed. The root cause of the reported failure mode is undetermined.